Event description:
It was reported that the lead dislodged one or two days post implant. The lead was repositioned but dislodged again prior to pocket clousure. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.